Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Consumer states the plastic lining had melted and almost went completely through the pad cover. He felt the heat but did not get burned. He has been using for about one year. It was plugged directly into the outlet.